Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 64 mm diameter abdominal aortic aneurysm. The distal aorta diameter was noted as 25.7mm. The right common proximal iliac diameter measured 14.7mm and the left common proximal iliac diameter 14.8mm. It was reported approximately two and a half years later a routine follow up CT scan identified a type ib endoleak. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.